Manufacturer narrative:
Concomitant medical products: product ID: 8709, serial #: (B)(4), implanted: (B)(6) 2006, explanted: (B)(6) 2019, product type: catheter. Other relevant device(s) are: product ID: 8709, serial/lot #: (B)(4), ubd: 21-jun-2008, UDI #: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from saol therapeutics who obtained information from a healthcare provider regarding a patient who was receiving lioresal of an unspecified concentration at an unspecified dose rate via an implantable pump for cerebral palsy and intractable spasticity. The indication for use regarding lioresal was management of spasticity. It was reported the patient¿s medical history included a history of premature birth, spastic diplegia cerebral palsy, and attention deficit hyperactivity disorder. The patient¿s height was 59 inches and their weight was (B)(6). Concomitant medications included oral baclofen prn / as needed and oral zanaflex prn / as needed. Intermittent withdrawal issues were indicated as having occurred on (B)(6) 2019. The patient was admitted on (B)(6) 2019. The facility name, address, and phone number were provided. The admitting diagnosis was spastic diplegia cerebral palsy. On (B)(6) 2019 it was determined via isovue that the intrathecal baclofen catheter was occluded. A baclofen pump and catheter revision / replacement procedure occurred on (B)(6) 2019. As per the manufacture¿s device registry, the pump and catheter were both explanted and replaced on (B)(6) 2019. The patient was hospitalized from (B)(6) 2019. Regarding a (B)(6) 2019 healthcare provider office visit, their spasticity was manageable and they continued the intrathecal baclofen rate. Refer also to MFR report # 3004209178-2019-09790 regarding a subsequent event. No further patient complications have been reported as a result of this event.